Event description:
During preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. The 3.50x32mm taxus express2 drug eluting stent was removed from the plastic holder during unpacking when it was noticed the proximal edge of the stent was flared/damaged. The procedure was completed with another stent. No pt complications were reported.